Event description:
A trilogy o2 ventilator was returned to the manufacturer for preventative maintenance. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing; check oxygen blending module (obm) - trilogy leak. The device's blower bellows were replaced to address the issue. After repair, the repair testing was performed, and the device was confirmed to be operating properly.